Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) levels overnight between 180¿230 mg/dl that did not initially respond to insulin delivery. The user calibrated the dexcom g7 continuous glucose monitoring (cgm), which had been reading 40 points off, and afterward the ilet began receiving consistent readings. The agent explained that bg fluctuations can occur during the ilet¿s first learning week. The highest blood glucose (bg) recorded was 273 mg/dl. Bg was corrected by allowing the ilet to deliver corrections. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.